Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe (single use consumable) had no energy and was unable to perform cutting before vitrectomy surgery. The procedure was completed on same day. There was no impact to the patient.